Manufacturer narrative:
D11, d02 - intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Visual inspection confirmed the primary issue of thermal damage on the proximal clevis. Further inspection of the instrument identified additional related observations. The 1st was thermal damage on the main tube and distal idler pulley. These findings are indicative of mishandling and misuse. The instrument was further investigated by the failure analysis engineer (fae) and a broken conductor wire at the distal end inside the main tube/proximal clevis location was found, with signs of thermal damage. The instrument was subjected to electrical continuity and failed. Root cause is attributed to a component failure. The broken conductor wire is also related to the primary issue of thermal damage on the proximal clevis. Fae performed weld inspection by cutting the ear of the instrument distal clevis and confirmed no weld damage. Fae also identified mechanical indentations on the edges of the distal idler pulleys and this observation is indicative of mishandling and misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook for failure analysis, but the investigation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the evaluation and if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the permanent cautery hook (420183-15/n10200803 0177) was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 7th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the tip of the permanent cautery hook broke, and cauterization marks were observed. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. The customer is unable to release patient demographic information for this event. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the instrument was inspected prior to use. The customer clarified that "cauterization marks" was thermal damage on the instrument. The surgical staff observed evidence of arcing of electrical energy upon cauterizing with monopolar coag energy. The tip of the instrument was in contact with the tissue when the arcing occurred. The surgeon suspected the high energy was the cause of the issue. The instrument was in use for 20 minutes prior to the arcing event. No other instruments were in use when the arcing event occurred. The customer was using the valleylab, force fx with esu settings cut: 120/coag: 120. The tip did not collide with any other instrument or tool and did not touch any staples, clips or sutures while energized. The instrument was not immersed in liquid nor contaminated by carbonized tissue (bio debris) prior to activating the instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications.